Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the wire guide became lodged during a thoracentesis procedure, and it unraveled inside of the patient in the sheath during removal. It was further noted that the safety wire separated from the distal weld connection. The product problem did not result in any reported serious injuries to the patient.